Event description:
Alleged a weld near the post that attaches to the bed frame is broken on the fixed siderail.

Manufacturer narrative:
A replacement siderail was sent to the facility to repair the bed.